Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe, luer slip with needle there was an issue with mixed products. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd¿ syringe, luer slip with needle there was an issue with mixed products. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: 2 photos were returned for investigation and observed needle in different length. 76 actual samples were returned for investigation. The sample were subjected to visual inspection. Needles in different length were observed. (B)(4) pcs were found with incorrect needle length. DHR for batch # 8045151 was reviewed. No quality notification was raised on the reported nonconformance. Needle assembly DHR for batch # 8055340, 8055341, 8055342, 8055326, 8055302 were reviewed and no similar defect was found during qa outgoing inspection. No qn record history. Manufacturing process has been reviewed from needle assembly process to syringe assembly process. According to the material transaction records, there was one bag ((B)(4) pcs) of needle (25g 1in) transferred wrongly to syringe assembly process by utility technician. The most probable root cause could be due to wrong material issued to syringe assembly process, the associate might have detected the wrong needle material after loaded into the hopper and have sorted out the wrong material from the hopper. However, it was suspected that the clearance of wrong material was not done properly.